Manufacturer narrative:
Patient's age and weight are unknown. "000" and "999" are placeholders. The investigation showed that the clamp shaft was broken, and this was the cause of the inability to open the jaws of the i60 after firing. The device may have been clamped on a hard object, causing the breakage of the clamp shaft, but this could not be definitively determined. Contrary to the initial report, the ir60g reload fully stapled and cut the tissue.

Event description:
After an ir60g reload had been fired via an i60 stapler in a wedge resection procedure it was noted that the tissue had not been stapled or cut. The jaws of the i60 were clamped on the tissue and could not be opened by pressing the open button. The i60 and reload were surgically removed from the body and the tissue was manually sutured.